Manufacturer narrative:
1038671-2024-01135 report number d10: 02-012-35-2013 - logic tibia ps mod insrt sz 2 13mm 02-012-41-2020 - logic tibia traptray cem sz 2f/2t 200-02-32 - three peg patella 32mm 200-02-32 - three peg patella 32mm multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01135. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported via legal documentation that approximately 130 months after a right total knee replacement procedure, the patient underwent a revision procedure for polyethylene wear and severe osteolysis. Per the available information, it also appears that the patient is alleging femoral loosening. Components were not returned to exactech for evaluation and no images and radiographs were provided. No additional information is available.